Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a bent connector pin. Conclusion code applies to the implantable neurostimulator (ins) and conclusion code applies to the desktop charger.

Event description:
The patient reported that they were charging their implantable neurostimulator (ins) too frequently. The ins battery used to last 2 to 3 weeks but at the time of the report it was only lasting about 1 week. These issues started in (B)(6) 2016. The patient would wear their recharger all night and be mindful of having good coupling but their ins still wouldn't charge up to 100%. The patient had not recently been reprogrammed, switched groups, or increased their stimulation parameters. They noted that they never changed their settings and had never used their programmer to make any adjustments. It was noted that since the patient had been unable to charge up to 100% their charge might not seem to be lasting as long. It was noted that the patient had last recharged in (B)(6). Their programmer was able to connect to the ins and it showed a "charge neurostimulator battery now" warning message. It was noted that the patient's recharger would not power on and the desktop charger had a bent connector pin. They were sent a replacement desktop charger and it was noted that the patient would need to charge right away when they got the replacement desktop charger. There were no patient symptoms reported. The patient was implanted for failed back surgery syndrome.

Event description:
Additional information received from the patient reported they received a new cord and that took care of the charging frequently and the inability to charge up to a 100%. The issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.